Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was ventricular arrhythmia. Ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two 41 joule shocks. The shocks successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.